Event description:
It was reported that after final deflation, the pta balloon would not fully retract into the sheath. The catheter and sheath were removed as a single unit without incident. No further treatment was required. There was no pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.